Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that when they try to increase ma above 8.0 they encounter a maximum settings reached message and the patient cannot feel any stimulation sensation and is not getting good therapeutic effect. The patient is going through diapers. Initially ma was set to 7.5 and patient could feel that but now they do not feel anything. Caller indicated they have tried other programs and still getting maximum settings reached. The patient was redirected to their healthcare provider to further address the issue. The caller also asked to get in touch with mdt field staff regarding the issue.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The doctor set it to first program. Patient came home and tried to increase the intensity and therapy didn't work. Went to second and third program and therapy didn't work. They made an appointment with the doctor, and the doctor set the therapy to the fourth program. Patient came home tried to adjust the setting and therapy didn't work. Patient had to pass way past 8 and never felt anything. Two to three weeks ago patient had an x-ray of the lead, and the doctor called today and said they were implanted correctly and there was no problem with the wires. Patient is going through (B)(6) or more a month in diapers. They said they had tried programs 1-5 and that the patient is going through 2.5 boxes of diapers a month and that it is a large cost to them. On mar-22 caller wanted to let the rep know that they followed their advice and turned off the therapy for 2 weeks. It is now back on program 1 at 5.5 and the patient can feel the stim. The caller reports that the rep mentioned to the them that it may need to be explanted and moved to the other side and now they won't have to do this.